Event description:
No blood glucose levels reported. The customer would like to know whether he can keep using the insulin pump and sensor of the insulin pump during wrestling competitions. The customer reported that his blood glucose levels would elevate to about 300 mg/dl to more than 400 mg/dl whenever he disconnects from the insulin pump. The customer was advised to revert to a back-up plan per the health care provider's instruction during competitions. The customer was also advised that he runs the risk of damaging the insulin pump and sensor during sporting events. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.